Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, it was likely the cause of chipped lens glue and defective thread were traced to a component failure. The cause of foreign material could not be established. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the duodenovideoscope exhibited foreign material on the light guide cover lens and chipped lens glue. Additionally, the distal end had a defective thread. There was no patient involvement.